Manufacturer narrative:
(B)(4)

Event description:
It was reported that the rv lead failed to maintain position during the implant procedure. The lead was abandoned and was replaced. No additional information was available.

Manufacturer narrative:
Please remove the implant date, as the lead was not implanted.

Event description:
New information received notes that the physician could not get the lead into position, as there was a lot of turbulence in the heart. There were no issues with the lead and the event was due to patient¿s anatomy. Patient was stable during and post-operation. The lead was discarded.